Event description:
It was reported that the 9900 system would not travel in a downward motion. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the ps3 power supply. The system operates as intended.